Manufacturer narrative:
Patient demographic of weight was not provided. A beckman coulter (bec) field service engineer (fse) was not required to visit the customer. There is no evidence that the access accutni+3 reagent was returned to bec for testing. In conclusion, the cause of the reproducible false positive access accutni+3 results could not be determined.

Event description:
The customer noted reproducible false positive troponin I (access accutni+3) result for one (1) patient on the laboratory's dxi 600 access immunoassay instrument (serial number (B)(4)). The customer ran the same sample, on the same instrument and all three results were above the normal reference range of the assay, the results did not fit the clinical picture of the patient and the patient sample was run on the customer's istat, serial (B)(4). This generated a result within the normal reference range of the assay. The initial elevated access accutni+3 results were reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The sample was collected in a serum tube and it was spun at 3,000g (gravitational force) for ten (10) minutes. Customer reported no visible issues with the integrity of the sample. The customers access accutni+3 quality control results were within specification before the event.